Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
The pt reports that she has been having pain in her left hip for the past year. Sometimes the pain shoots from the area of the implant down the left leg into the calf. The implant area occasionally feels warm. The pt states that she cannot lie on her left side more than one half hr. On (B)(6) 2012, the pt had blood work completed. She stated that her doctor advised her that no metal was detected. Her next doctor¿s appointment is scheduled for (B)(6) 2012.